Manufacturer narrative:
Investigation complete on smiths medical cadd solis 2120 pump complaint cassette not attached alarm. The device arrived and damaged lens was noted along with pin stuck and battery compartment cracked. Event log revealed cassette damaged. Tests to confirm problem was done by power up and visual inspection of pin stuck. The device was then corrected by unsticking pin and replacing pin. Contamination corrosion and rust may have caused this to occur in the device and suspect chemical cleaning could be the eroding the device and not following recommended guidelines for proper care.

Event description:
Information received a smiths medical cadd solis 2120 pump cassette not attached properly alarm. This occurred prior to use and no patient involvement nor injury.